Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent hernia repair procedure on an unknown date and mesh was implanted. Following the procedure, the mesh had come loose and was floating in the abdomen. The patient underwent a follow-up surgical procedure. Additional information has been requested.